Manufacturer narrative:
Correction to the initial MDR in block e1 initial reporter country initial reporter phone number: (B)(6). The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath. Separately, it was identified that the friction gasket inside the sheath handle was adhered to the shaft of the sheath. Based on all the available information, the cause of the reported dilator tip damage was likely due to the supplier's manufacturing process. Although it was noted that the dilator damage was noticed when the device was removed from the box, the sheath was returned with the dilator partially inserted. Therefore, it was determined that the damage may have at least partially have been caused due to the interaction between the dilator and the excess adhesive.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the tip of the dilator had a visible "broken plastic part". The sheath was replaced, prior to use in the patient, with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the tip of the dilator had a visible "broken plastic part". The sheath was replaced, prior to use in the patient, with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.